Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionjally, it was reported that a minimum fill notification occurred after filling the cartridge with 200 units of insulin. Customer¿s blood glucose level was 201 mg/dl. Reportedly, the customer replaced the cartridge and continued insulin therapy.